Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.

Event description:
It was reported that during an ion lung biopsy procedure using the leadoptik last inch assessment probe (liap), the patient developed a pneumothorax, which required chest tube placement and hospitalization. The procedure targeted two lesions in the right middle lobe and right lower lobe, each measuring 8 millimeters and less than 1 centimeter (cm) from the pleura. The physician did not use a biopsy needle during the procedure. The pneumothorax was small, approximately 2 cm from the pleura, and the patient remained asymptomatic. The procedure was completed as planned. The patient was treated with 100% oxygen, a chest tube was placed, and they were admitted for one day. After removal of the chest tube, the patient was discharged home. At follow-up, the patient had no issues. The physician attributed the pneumothorax to the patient coughing during liap insertion and the use of a cryoprobe. This was due to inadequate sedation mid-procedure, which allowed the patient to cough. Although the anesthesia team increased the sedation to suppress the cough, this event may have contributed to the pneumothorax. The physician believe the pneumothorax would likely have occurred with via another modality. There was no ion or cryoprobe malfunction associated with the event.